Manufacturer narrative:
The reported events of premature battery depletion, loss of capture, and no pacing were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, failure to interrogate was observed on the pacemaker. Last interrogation was made in (B)(6) 2020 and device longevity was estimated more than eight years. It was suspected that the device exhibited premature battery depletion as there was no response to magnet placement. The patient experienced heart block with no pacemaker related spikes noted. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.